Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A cartridge change was performed and subsequently, the customer received a minimum fill notification. Reportedly, the cartridge had been filled with 150 units of insulin. Insulin was added into the cartridge resolving the issue. Customer's blood glucose level was 263 mg/dl.